Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verio iq meter read inaccurately. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. The patient reported blood glucose results of "210 mg/dl" with the subject meter and "110 mg/dl" on another meter, performed within 30 minutes of each other. The results fell outside expected values for meter to meter accuracy testing. It is not known how the patient manages her diabetes or if changes were made to her usual management routine. Prior to the start of the alleged issue, the patient claimed she felt symptoms of hot and tired. Treatment was not specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms of "hot and tired" do not meet lifescan's criteria for a serious injury. There is also no evidence the patient received medical treatment for an acute complication of diabetes. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.